Event description:
It was reported that the patient heard tones due to right ventricular (rv) lead superior vena cava (svc) coil high impedance greater than 200 ohms. The rv coil impedance was good at 37 ohms. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2002; 900sfc32 implantable heart ring (B)(6) 2013. (B)(4).